Event description:
It was reported that the patient presented to the hospital after receiving a shock. Interrogation revealed the device was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of backup vvi was confirmed in the laboratory to be caused by a power on reset during hv therapy delivery. The device was tested on the bench and using automated testing equipment and no anomaly was found. The cause of the power on reset was not determined because it could not be reproduced during testing.